Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6).the log file captured a backup battery fault alarm event relating to a backup battery test circuit fault. The alarms cleared approximately one hour later. The returned system controller and 11v backup battery was functionally tested using laboratory equipment. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the analysis. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) was shipped to the customer on 09mar2018. Heartmate 3 patient handbook, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use , ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was present in the outpatient clinic, when an "exchange system controller" alarm occurred. No further issues appeared. The lvad (left ventricular assist device) operated as expected. The clinic downloaded logfiles and performed a self-test of the system controller. The alarm persisted and they decided to exchange the controller. The affected controller returned for investigation.